Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent act and down arrow button response due to moisture damage to the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Moisture damage was also noted to the liquid crystal display board.

Event description:
The customer reported via phone call that they received a button error alarm while attempting to deliver a bolus. The customer's blood glucose was 229 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure to the insulin pump. Customer stated it was raining outside and the insulin pump's screen appeared to be foggy. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.